Manufacturer narrative:
Additional concomitant medical products: dtba2d1 crt-d; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to a high range which triggered a lead warning. During a device check, noise was observed along with a sensed wave that was not measured. The physician believed this was due to degradation of the lead due to its age of eleven years. The lead was reprogrammed and remains in use. It was also reported that the left ventricular (lv) lead had exhibited undefined pacing impedance and an increase in pacing thresholds. An issue of the ring electrode was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated a pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.